Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed as there was no image on the device related to a faulty patient board set. Additional findings include a worn out video connector latch causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was no image on the evis exera iii video system center. The issue was found during preparation for use. No patient or other person was affected or involved in the event. No patient harm was reported.